Event description:
It was reported that the user experienced elevated blood glucose shortly after a first supply change on the ilet pump, with glucose values reported as 193 mg/dl decreasing to 185 mg/dl, then later rising to 203 mg/dl. Insulin delivery was resumed after the supply change and the user received education on checking insulin on board, with no alarms or alerts reported. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no medical intervention beyond routine troubleshooting and education. Investigation included remote troubleshooting and user education regarding pump use and insulin on board. Investigation of this case revealed no device malfunction or component failure and was consistent with expected glycemic variability during initial pump use after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to early therapy adaptation and user factors rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.